Event description:
It was reported that the pt presented with some signs of withdrawal, including increased pain and being hypertensive. The pt reported that his alarm started going off on saturday. He presented to the clinic on monday and the pump was interrogated. Telemetry revealed that a motor stall had occurred the same day the pt's pump began alarming. The nurse silenced the alarm and the pt was treated with oral physeptone and clonidine. The pt then reported that the alarm began occurring again 6 hours later. The pt was seen two days later and the logs revealed that at the pt's pump registered a tube set error, due to the pump being stopped for over 48 hours. No motor stall recovery message was noted in the pump logs. The pt was interviewed and no known emi source was identified. The hcp is considering performing a rotor study. The pt's pump is going to be replaced, but the replacement has not yet taken place. The pump will be returned to the MFR for analysis after the replacement has occurred. The patient's pump contained dilaudid and clonidine.

Manufacturer narrative:
.